Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pin of the remote monitor power cord broke and remained stuck into the plug. No troubleshooting indicated. The remote monitor was discarded by the patient. Remote monitor replacement status is unknown. No patient complications have been reported as a result of this event.